Event description:
It was noted that patient had right hip failed resurfacing with associated metallosis and mechanical failure for which he underwent revision surgery with conversion to complex total hip.

Manufacturer narrative:
[(B)(4)].